Event description:
It was reported during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The lesion was located in the tortuous, 98% stenosed proximal rca. The physician attempted to place a taxus express2 2.75x16mm drug eluting stent, but it was unable to cross the tortuous section of the rca. The taxus stent was removed. The guidewire was exchanged and the physician tried again to place the stent and while they were attempting to cross the lesion, the catheter shaft broke outside the touhy. They were able to remove everything as a unit. The guidewire was exchanged again and the physician completed the procedure by placing two stents, one of which was a taxus express2 2.75x16 drug eluting stent and the other, a taxus stent of an unk size.